Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilatation with a 2.25 x 20 nc emerge balloon, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. However, a vessel dissection was noted in the rca. Five synergy stents in 16 mm increments were deployed to cover the dissection. No further patient complications were reported.